Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced an infection at the implant site. The recipient underwent a cleaning of the site on (B)(6) 2015. The recipient's infection resolved.

Manufacturer narrative:
(B)(4). The recipient was reportedly hospitalized on (B)(6) 2015. The recipient was treated with IV amoxicillin clavulanate and IV ciprofloxacin from (B)(6) 2015. On (B)(6) 2015, the recipient underwent a surgical debridement of the wound and the device was repositioned. The recipient was treated postoperatively with oral fucidin from (B)(6) 2015, oral amoxicillin clavulanate from (B)(6) 2015, and oral ciprofloxacin (B)(6) 2015. Advanced bionics considers the investigation into this reportable event as closed. The recipient is using the device. The recipient remains implanted. This is the final report.

Manufacturer narrative:
The recipient was reportedly hospitalized and treated with IV amoxicillin clavulanate and ciprofloxacin. The recipient underwent a surgical debridement of the wound and the device was repositioned. The recipient was treated postoperatively with oral fucidin, oral amoxicillin clavulanate, and oral ciprofloxacin. The recipient was advised non use of the device for one month. The recipient's infection has resolved.